Event description:
Same case as MFR # 3005188751-2012-00174. It was reported during a left atrial appendage transcatheter occlusion procedure, the patient developed a pericardial effusion and subsequently died. A sjm fast-cath introducer and sjm brk needle were used to perform transseptal puncture. During the diagnostic phase of the procedure, injections with contrast were done through the fast-cath introducer. During the last injection, a pericardial effusion was noted. A pericardiocentesis was performed in order to keep the blood pressure stable. Emergency procedures were done and the patient became increasingly hypotensive. After seven hours, the patient died. Additional information was requested and is not available.

Manufacturer narrative:
The product was not returned for evaluation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as a pericardial effusion is a known physiological effect of the procedure and is noted within the IFU.